Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. Customer reported that the pump had cosmetic damage and audio anomaly. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the back, critical pump error (open book image) alarm and beeping anomaly found on (B)(6) 2022. Insulin pump was received with a serial number label missing. No critical pump error (open book image) alarm noted during boot up. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08685 inches. No unexpected critical pump error (open book image) alarm¿and beeping anomaly noted during the testing. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Successfully downloaded comlink3 file. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio/beeping anomaly, absence of audio alarms or pump error 63 alarms noted during testing. However, pump error 63 alarm (variable info = 15) was recorded and found in the formatted history file on (B)(6) /2022 10:59:01.000 and 04/01/2022 10:59:01.000, suspecting hard ware issue. Critical pump error (open book image) alarm was due to the rf test failure in the boot loader (code 0x00000045). Suspecting hard ware issue. Insulin pump was cut open to perform visual inspection and found¿ no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Beeping anomaly was not confirmed. Cosmetic damage was confirmed at the back of the insulin pump. Critical pump error (open book image) alarm was confirmed. Pump error 63 alarm was confirmed. Critical pump error (open book image) alarm and pump error 63 alarm, suspecting hard ware issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.